Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 2.0x12 mm sc euphora balloon and a cougar xt guide wire were used during a procedure to perform multiple bifurcation stenting techniques in an explanted porcine heart. It was reported that the euphora balloon could not pass the distal weld joint on the cougar wire. Both devices were removed and new products used to complete the procedure. It was also reported that the cougar wire was expired.

Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. The guidewire was kinked. Visual analysis of the guidewire indicated damage during use. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the guidewire was examined and flushed before use with no issues noted. It was reported that the euphora balloon became stuck on the wire and could not pass the distal weld joint on the cougar wire. The physician was aware that the wire was expired before using. The procedure was for bifurcation training purposes. If information is provided in the future, a supplemental report will be issued.